Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative(rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic patient reported they experienced heaviness/fluttering in their chest for the past few days. Patient also reported that they had a lot of urgency in the past few days. Patient program was changed to program 1 and stimulation was set at 0.0v and stated they felt strong but comfortable level sitting, standing and walking. No further complications were noted or anticipated.